Event description:
It was reported that the right atrial lead exhibited loss of capture the day after initial implant. Chest x-ray was performed and revealed the lead had dislodged. On (B)(6) 2018, the patient presented for lead revision procedure and the lead was explanted and replaced successfully. The patient was stable throughout the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.